Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the results of the approved final investigation. Updated fields: d4, d8, h2, h3, h6, h11. The device was not returned to olympus for inspection, and the reportable malfunction was not confirmed. A root cause could not be identified. However, the device in question was not sent to olympus, and olympus has not been able to inspect its condition. Additionally, the tip cover was not properly attached and stress was applied to the tip cover during the case, such as friction loads from twisting or pushing/pulling within the body cavity, or interference with the mouthpiece. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal end cover detached and fell near the patient¿s duodenal papilla and was retrieved using forceps. The procedure was completed with the same device. There were no reports of patient harm. This event includes 2 reports. This report is 2 of 2.